Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and found a crack on the minicap. Leak testing was performed with a leak noted from the crack. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the device was returned and the evaluation is in progress. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap contained a crack. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.